Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the inner insulation had breached metal induced oxidation (mio). It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation had cosmetic mio, the outer insulation had cosmetic mio, the outer insulation had breached mio, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and there was blood in/on the helix mechanism.

Event description:
It was reported that the right atrial lead impedance was low with high thresholds and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.